Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis. On an unspecified date, the patient was treated with unspecified intraperitoneal anti-inflammatory drugs (dose and frequency were unknown). At the time of this report, the patient was recovering from the event and pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.